Event description:
It was reported that the user experienced a high glucose event while using the ilet, with blood glucose questionnaires completed and a prior low event referenced in a separate case; troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment. Investigation included complaint handling review and user education troubleshooting. Investigation of this case revealed no device malfunction confirmed and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.